Manufacturer narrative:
Other relevant device(s) are: product ID: e tew2020c82ej, serial/lot #: (B)(4), ubd: 04-mar-2020, UDI#: (B)(4). Date of event: year only valid. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, due to pre-existing renal issues, follow-up CT angiography was not performed. However, aneurysm diameter increase was noted on an unknown date in 2019, and a type iiia endoleak from the left limb junction portion was confirmed by echocardiography. Intervention was performed with the implantation of a non mdt limb. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient status is unknown.